Event description:
A sales representative reported that an instrument failed to mate and became damaged during a surgery.

Manufacturer narrative:
The device history record was reviewed and indicated that the component involved met specification. The sales representative reported that there was no misuse of the instrument. The instrument was returned for further analysis. Should additional information be obtained the report will be supplemented. Microport performed a visual inspection on the damaged quick disconnect t-handle and found that the instrument was fractured at the base of both attachment prongs. One of the prongs was completely detached from the body, and the other prong was intact. The fracture propagation was brittle in nature and looked to have been initiated at the base of the prong. With the nature and location of the fracture, it is possible that a torsional load would have resulted in the exhibited failure. This instrument normally goes through torsional motion/forces during reaming and can produce high stresses at the base of the attachment prongs, which can result in a brittle fatigue fracture. Microport performed a dimensional inspection and found that the instrument met specification for all aspects except the characteristics that were affected by the fractured prongs. Ultimately, based upon the device history record, interview with the sales representative, and evaluation of the returned component it was concluded that the instrument failure could not be attributed to the manufacture of the eleos component.

Manufacturer narrative:
The device history record was reviewed and indicated that the component involved met specification. The sales representative reported that there was no misuse of the instrument. The instrument was returned for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
A sales representative reported that an instrument failed to mate and became damaged during a surgery.